Manufacturer narrative:
The patient had preexisting conditions and postoperative complications that indicate that gastrointestinal motility may be the most probable cause of the majority of symptoms reported. The pain left/right may also be due to gastrointestinal issues the patient reports. It is however possible that there may be pain at the sites of the hernia repairs. The patient visited his surgeon who did not identify any problem with the implants used to treat the patient and identified it as possibly due to bowl motility. The inguinal repairs that utilized the 3dmax mesh (device #1 and device #2) were not identified by the surgeon to be causing the problems experienced. At this time the problem has not been identified to be device related and no conclusions can be made. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be provided. A supplemental emdr will be submitted. This emdr represents the 3dmax mesh device #2, an additional emdr was submitted to represent the 3dmax mesh device #1. Remains implanted.

Event description:
The following was reported to the tga. Reference tga report ((B)(4)): as reported the patient had symptoms of constipation and bloating for approximately 6 ¿ 8 months prior to a diagnosis of bilateral inguinal and umbilical hernias. The patient underwent repair and was implanted with two 3dmax mesh (device #1 and device #2) for the repair of the two femoral/inguinal hernias (lhs & rhs) and an umbilical hernia was also repaired by keyhole surgery. Postoperatively the patient reported "when I came round post-op, I was constipated and pretty bloated as expected due to the anaesthetic, however apart from the operation pain my gut felt pretty good. All parts of my large intestine (ascending, transverse and declining) felt as though they were operating as normal again." "I could feel the gastric juices moving around in all parts of my abdomen." Postoperatively the patient was prescribed a high dose of lactulose (for constipation) which in the night time/early morning, dehydrated and bloated him and he was put on a drip for rehydration. The patient states, "I was the most bloated I¿d ever been and asked to see the doctor as I was in real pain and discomfort." The patient reports the doctor doubled the lactulose without speaking to him regarding his symptoms. The patient states that the "opiate pain killers" he was given postoperatively exacerbated his condition further. The patient reports, "on discharge I had only had a partial bowel evacuation and sent home 2 or 3 days later. I attended the same hospitals accident department 24hrs after discharge, due to running a high fever and sever pain, to be told all was okay. I bought my post operation consultation forward from 12 weeks to 5 weeks with the performing surgeon, due to severe pain on both lhs and rhs inguinal surgery sites, severe bloating and constipation and suffered rapid weight loss. At the 5 week point, I had shed 5kg and was deeply concerned. I was told that the surgery was a success and informed by the surgeon that it may be due to ¿bowel mortality (motility)¿. The performing surgeon showed no interest in me" the patient sought additional opinions with no diagnosis. He reports he "was still losing weight and eventually lost between 13kg to 15kg within 4 months post operation. My constipation was way worse than pre-operation and severe pain continued." The patient reports he was told by the gastroenterologist "to change my laxative and change my fibre breakfast." The patient reports he got a 3rd opinion from a surgeon who "diagnosed mesh protrusion and surgical clip protrusion, but an unwillingness to do anything about it." At this time the patient reports he is "still without a diagnosis that any medical staff are prepared to act on and an unwillingness to help." As alleged the patient is experiencing the following symptoms: constipation, bloating, abdominal pain, weight loss, fever, loss of surface feeling in legs/stiffness in arms/tingling in arms and legs associated to bowel blockage, urine retention, impotence, psychological and anxiety issues, depression.